Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient lost pain relief from the scs system. The system lead showed high impedance on all contacts. The hcp decided to revise the patient's scs system and successfully replaced the lead resolving the issue.

Manufacturer narrative:
The reported event of high impedance/fracture was confirmed. As received, microscopic inspection revealed that the lead body had a kink/breakage with all the wires broken in it. The broken wires are consistent with overstress condition that the lead was subjected while in vivo.